Event description:
Procedure type: gastric bypass. According to the reporter: a few weeks after the surgery, leakage from duodenum occurred. Trimming was not done during the surgery. The surgery was done on (B)(6). The pt stated stomach pain 2-3 weeks after the surgery. Bile and pancreatic fluid were seen in the drain. Re-operation was done on (B)(6). It seemed the sheet scratched the middle part if the stapled line. The pt is under observation.

Manufacturer narrative:
(B)(4).